Event description:
It was reported by the contact that the customer's blood glucose (bg) level was 400 mg/dl. The contact could not recall if there were any alarms. The contact indicated that the bg level was controlled using insulin injections. After the customer switched to a different infusion set and installed a new cartridge, there have been no further occlusion alarms.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.